Event description:
It was reported that the customer was admitted to the hospital for hypoglycemia. The customer stated that while priming, no numbers came up on the screen, however, she did see drops of insulin coming out and connected to the insulin pump after that. Troubleshooting was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.